Manufacturer narrative:
Results of investigation:the affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. As device information was not made available, device history record, risk management review and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. According to clinical/medical investigation, pseudotumor due to trunnionosis was the root cause of the revision; however, without the requested op-notes and radiological imaging, the root cause of the reported events could not be definitively concluded. Although the clinical findings may be consistent with an adverse reaction to metal debris, the source could not be confirmed. Mechanical micromotion has been shown to be increased in constructs with larger femoral head components and increased offsets such as the 36mm+8 used in the primary tha and could not be ruled out as a potential contributing factor. The patient impact beyond the reported clinical findings and subsequent revision procedure could not be determined, as the patient status remains unknown. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated.based on this investigation, the need for corrective action is not indicated. Per the senior author, none of the complications were implant related and were as the article implied, procedure related. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Case- (B)(4).

Event description:
It was reported that, revision surgery was performed for a pseudotumor due to trunnions four years after primary procedure, in which synergy stem size 16, r3 56mm hole shell, 20 deg 56 x 36 xlpe liner was implanted. Surgeon informed a large amount of muscle destruction around the hip joint. Stem fixation was assessed and determined stable. The 36 x 56 r3 liner was then removed, the cup stability assessed and determined stable. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.